Manufacturer narrative:
Follow-up # 2 ¿ (09/26/2014). The lay user/patient¿s meter has been returned on 07/29/2014 and evaluated by lifescan product analysis on 09/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 8/25/2014. Device evaluation: the lay user/patients test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate erratic results. The reported alleged readings of "over 33.3 and 17.5 mmol/dl" with the same meter within 20 minutes. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.